Event description:
It was reported the patient received the following results within 15 minutes: 441 mg/dl, 221 mg/dl, and 102 mg/dl (all with system 1) and 122 mg/dl (system 2). The same vial of test strips was used with each system.